Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. An alarm log review was performed and evidence of a battery low alarm was identified. Visual inspection was performed. A power on self-test was performed and the device presented a battery low alarm. The cause was determined to be a defective main battery. The main battery was replaced to correct the condition. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented a low battery. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available.